Manufacturer narrative:
D9: 1/29/2025. One device was returned for analysis. Visual inspection found a delaminated(dso) downstream occlusion seal, upstream occlusion seal (uso) and air detector. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was a unknown. The downstream, upstream occlusion seal and air detector were replaced. The software was updated as a precaution. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device failed downstream occlusion (dso) calibration. There was no patient involvement.

Manufacturer narrative:
Date of event: month and year of event have been provided, but day is unknown. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.